Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the iabp was repaired and returned to service. No additional information was provided.

Event description:
It was reported that the display screen of the cs300 intra-aortic balloon pump (iabp) was blank. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.